Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 450 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. Customer delivered a correction bolus via the pump to stabilize impacted bg levels. Troubleshooting was unable to be performed as the customer already removed all supplies and reverted to manual injections for insulin therapy.